Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/18/2021. Additional information: a manufacturing record evaluation was performed for the finished device ppbdsk, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm how many procedures were affected by suture breakage during suturing on this one patient during this single surgical procedure? Could you please provide the procedure date? What tissue was being approximated or sutured when it broke? Could you also provide the devices return status/follow up? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date and suture was used. During the procedure the surgeon experienced suture breakage. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested